Event description:
It was reported that the ilet device became fully depleted, was placed on the charger, displayed a blue circle with a solid green charger light, and failed to power on despite use of multiple outlets, leading to a nonfunctional pump and replacement processing. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no medical intervention. Investigation included review of device history, review of reported information and images, and an assessment for mechanical or electrical malfunction. Investigation of this case revealed a failure to power on after prolonged battery depletion and charging, consistent with a device malfunction affecting the power subsystem. It was concluded that the device malfunctioned, and a replacement was issued. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.